Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three months post the ICD implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. A cause of death has been requested and not received. Concomitant products: product ID: (B)(4) implanted: 2012 (B)(6); product ID: 5076-52 implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.